Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): there were no insulin delivery or functional defects were found with the returned pump. The daily insulin delivery totals were reviewed and were found to correctly reflect the users programmed basal rates. The black box and history for the original complaint have been overwritten and are no longer available for investigation due to continuous patient use of the pump. Only typical usage alarms and warnings were observed in the alarm history; there were no pump conditions or alarms representing a malfunction recorded in black box or alarm history. The pump passed a 29 hour flow test and was found to be delivering within the required specification.

Event description:
On (B)(6) 2012, the reporter contacted animas and stated that on (B)(6) 2012, the patient experienced a blood glucose (bg) value of 589mg/dl with a diagnosis of diabetic ketoacidosis (dka) with symptoms of frequent urination, thirst and fatigue. The patient reportedly was admitted to the hospital and was disconnected from the pump and treated via intravenous drip (IV). On (B)(6) 2012, the patient reportedly changed out the site/set and stated that she did notice blood and felt pain. It was also noted that the patient did not check for blood or air bubbles in the tubing and was unable to determine if the cannula was bent or kinked due to the nursing changing it out. On (B)(6) 2012, the patient stated that she remembers drinking orange juice and that her bg values continued to elevate and did not have a meter to check her bg levels. At 8:30am to 9:30am, the patient reportedly remembered feeling nauseous and then later in the day had shortness of breath. The time and date reportedly reset on the pump and the patient asked for assistance in correcting the time and date. Customer support (cs) reviewed the pump with the patient and noted that the pump was delivering with no issues and there were no issues found with the pump's programming or settings. The patient has been reportedly off the pump since (B)(6) 2012 and will be resuming insulin pump therapy soon. This complaint is being reported due to the patient experiencing a hyperglycemic event while using insulin pump therapy.